Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2015, the patient experienced arthritis ("inflammatory joint") and tendonitis ("tendon inflammation phenomena in the elbows, wrists and shoulders"). On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 13 years 8 months after insertion of essure (ess205). The patient was treated with surgery (salpingectomy with bilateral cornuectomy for essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal, arthritis and tendonitis outcome was unknown. The reporter provided no causality assessment for arthritis, medical device removal and tendonitis with essure (ess205). The reporter commented: it was reported that device is available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('medical device removal') in a 57-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menopause in 2015, femoral hernia (right side), multigravida, vaginal delivery and carpal tunnel syndrome (right side). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced migraine ("migraines"). In 2015, the patient experienced arthritis ("inflammatory joint") and tendonitis ("tendon inflammation phenomena in the elbows, wrists and shoulders"). On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 13 years 8 months after insertion of essure (ess205). The patient was treated with surgery (salpingectomy with bilateral cornuectomy for essure removal). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the medical device removal, arthritis, tendonitis and migraine outcome was unknown. The reporter provided no causality assessment for arthritis, medical device removal, migraine and tendonitis with essure (ess205). The reporter commented: it was reported that device is available. Essure was removed due to events. No follow-up was performed after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: questionnaire received. Information updated: patient¿s date of birth, medical history, event migraines added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('medical device removal') in a 57-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menopause in 2015, femoral hernia (right side), multigravida, vaginal delivery and carpal tunnel syndrome (right side). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced migraine ("migraines"). In 2015, the patient experienced arthritis ("inflammatory joint") and tendonitis ("tendon inflammation phenomena in the elbows, wrists and shoulders"). On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 13 years 8 months after insertion of essure (ess205). The patient was treated with surgery (salpingectomy with bilateral coronectomy for essure removal). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the medical device removal, arthritis, tendonitis and migraine outcome was unknown. The reporter provided no causality assessment for arthritis, medical device removal, migraine and tendonitis with essure (ess205). The reporter commented: it was reported that device is available. Essure was removed due to events. No follow-up was performed after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2020: quality-safety evaluation of ptc. We received a complaint sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('medical device removal') in a 48-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2015, the patient experienced arthritis ("inflammatory joint") and tendonitis ("tendon inflammation phenomena in the elbows, wrists and shoulders"). On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 13 years 8 months after insertion of essure (ess205). The patient was treated with surgery (salpingectomy with bilateral cornuectomy for essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal, arthritis and tendonitis outcome was unknown. The reporter provided no causality assessment for arthritis, medical device removal and tendonitis with essure (ess205). The reporter commented: it was reported that device is available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.